Event description:
Ous MDR - oversensing was reported after an implantation time of about 7 months. No worsening of the patient's state of health was reported.

Manufacturer narrative:
Ous MDR - the analysis of the lead discovered a fraying of the lead 13 cm distal of the connector pin and a fraying of the coating of the rope conductor to the ring electrode. This damage manifestation is, with high probability, to be regarded as the cause for the clinical complaint. The fraying of the insulation requires excessive pressure load onto the lead. The position and characteristics of the fraying lead to the assumption of simultaneous occurrence of strong pressure of the lead onto the ICD housing and excessive friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide information about the positional relationships of the implanted system in the body, were not available for analysis. The deformation of the vcs shock coil is probably due to the explantation process. The analysis did not find any or manufacturing errors or material defects.